Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation. The reported event was not duplicated for 1 device; the device was found to be out of specifications for the reported event. The device was found to be affected by corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device overheated. There was patient involvement; no patient impact.